Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample and one photograph were provided for evaluation. Upon visual inspection of the returned sample and photograph, it was observed that a single, used, sheared catheter with the coil stretched out and was exposed. Evaluation of the photo and sample did not confirm the reported defect of catheter occlusion. Based on the data from the investigation, the reported defect of catheter breakage was believed to happen during application. The pitch of the coil in the tip of the catheter has been determined to provide a correlation to kinking and occlusion during the use of the catheter. The pitch of the retain sample was measured per the drawing and found to be out of specification. An approved project is in place to further address issues with catheter breakage and occlusion. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported, catheter shear off of the wire and the wire itself become lodged in a patient's back. Patient is having a xray to be sure that everything is out of her back and results are pending at this time.